Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing a s233 (overtemperature-psc) malfunction alarm code was noted. The probable cause of the s233 malfunction alarm code was a broken fan. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The customer contact reported the device alarmed with a s233 (over temperature error) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, a s233 malfunction alarm code was noted. No additional information was provided.